Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had not contacted their managing physician yet but just contacted the stimulator manufacturing representative for advice on how to fix the situation. The patient reported that the device was interfering with her bladder stimulation as a circumstance that led to the uncomfortable stimulation. The patient reported that they had called the representative for the ortheo fix unit and they gave her instructions on what she was to do. The patient reported that she then called the manufacturing representative of the stimulator and they instructed her on what to do by turning off her stimulator and turning it back on when done. The patient reported that the uncomfortable stimulation had been resolved. The patient noted that when she turned stimulation off before use of the ortheo fix unit and then when finished with cycle turned stimulator back on everything was just fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had major back surgery 7 weeks ago and healthcare provider (hcp) gave her a ortheo fix brace to wear for 2 hours a day starting last tuesday. The ortheo fix is a lithium battery operated. The ortheo fix caused her implantable neurostimulator (ins) to tweak. She experienced sharp jolt and uncomfortable stimulation last thursday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.